Manufacturer narrative:
The device was explanted but was not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient had acquired an infection at the implant site. The patient was implanted roughly one year prior to the incident. The patient was treated with IV antibiotics and has recovered without sequelae.